Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implants were installed in intraoral region #7 and 10 it was verified their nonosseointegration. A 40 ncm of primary stability was achieved and immediate load was performed.